Event description:
Sp admission for pulmonary embolism. Pt went to the or for insertion of an intravascular filter. Five hours post-op pt became pulseless and apneeci. Resuscitative efforts unsuccessful.